Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device either jammed or the clip failed. More details to come. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Results: yielded jaws the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and upon inspection they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.